Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens on (B)(6) 2013. The lens was explanted and exchanged on (B)(6) 2013. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, packaging and sterilization processes of this lens that was the root cause of the complaint. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the surgeon reported the first day after the lens was implanted, the lens looked good but soon after the intraocular pressure went up and the patient had a wide, dilated pupil. The patient had a shallow anterior chamber (ac), the surgeon attempted to re-position but the intraocular pressure was still high. The lens was explanted through the original incision, part of the lens was cut and the lens was folded to remove. The surgeon decided to implant another same size/diopter lens and this lens seemed to implant into the eye a lot better, with the surgeon rotating the lens slightly in the eye. The patient is doing very well. No sutures were required. The surgeon reported this was very unusual, and thought maybe it might be an issue with the patient's anatomy but was not sure.

Manufacturer narrative:
Method: medical review. Results: medical review - reportedly icl was explanted/exchanged for another icl of a same model and diopter, two weeks postoperatively, to address shallow ac and subsequent elevated iop. Before the explantation the surgeon performed repositioning but was not successful. After the insertion of a new icl and slight rotation the patient is doing much better. According to the surgeon there was a possibility that patient`s anatomy issue could have caused this unusual problem. This correlates with the literature report that patient`s highly variable ciliary process anatomy could result in unusual positioning of the icl haptics. As the ciliary body rotated forward during accommodation, the haptics may have moved anteriorly, increasing the depth of the icl vault, which in turn led to iridocorneal apposition and pseudopupillary block. DHR was performed and it has been determined that nothing in the manufacturing of the lens was the root cause to this complaint. Given all this information the most likely cause of the event was patient related factor (anatomy) combined with the procedure related factor (positioning of the lens during the initial surgery). Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event was patient related factor( anatomy) combined with the procedure related factor( positioning of the lens during the initial surgery). (B)(4).